Event description:
It was reported that the pump housing was cracked after it was accidentally dropped. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.